Event description:
The user facility reported a instance where a z-800 infusion pump did not detect air in the IV tubing and air was seen below the pump. Rituxan was the drug being infused (70 ml rituxan in 250ml saline). There was no pt harm. Zyno has requested, but the user facility has yet to provide pt info.

Manufacturer narrative:
Eval of the returned device involved in this incident by a zyno rep indicated that the device was operating in accordance with its specs. The air-in-line alarm function was inspected and found to be functional according to spec. Users indicated, the vtbi parameter of the infusion was over-programmed in the infusion involved in the incident. The over-programming of the vtbi parameter effectively disabled the two primary safety features of the pump that were designed to detect an end of infusion event ("near-end of infusion" and "end of infusion" alarms). Zyno advised the users that over-programming was contrary to the MFR's IFU, and they were referred to an earlier customer advisory letter regarding this issue. The potential safety ramifications of subverting the intent of the two alarms was explained. Zyno recommended the users, add an optional drip sensor accessory to detect a fluid container empty event, which provides add'l safety redundancy if the user over-programs the vtbi. Zyno has upgraded all the z-800 pumps deployed in this user facility with the drip sensor accessory and new revision of the air-in-line sensor with enhanced performance.